Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2012 and suture was used. During the procedure, the tip of the needle broke off. A second like device was opened and the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) . Conclusion: a needle that broke at the point was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.